Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had previously been taken to the emergency room due to a blood glucose level of 17 mg/dl. Customer stated that she was treated for a few hours until her blood glucose level was over 100 mg/dl, then sent home. The customer also stated that the insulin pump had a motor error alarm. Blood glucose level at the time of the call was not provided. The insulin pump was not replaced or returned for analysis.